Event description:
It was reported that patient had diaphragmatic stimulation when paced in the right ventricle. The right ventricular lead was noted to have high threshold. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 implantable pacing lead: (B)(6) 2013. Addr01 implantable pulse generator: (B)(6) 2013. (B)(4).